Event description:
It was reported that there was a return of tremor according to a nurse who works with pt's cardiac device. Pt reported he was about to pass out and was light-headed. Pt felt better after the deep brains stimulation (dbs) device was turned off. The cardiac rhythm mgr programmer turned off the dbs device during a pacing f/u. Pt's dbs device was believed to be in magnet mode and was disabled. The company rep was involved with re-programming of the dbs device. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.